Event description:
The customer called and stated that their bgs have been running high. In the process of changing the set, the customer discovered the driver arms were loose. At that time, the customer was instructed to discontinue the use of the pump.